Event description:
It was reported by the user facility the trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. No injuries or adverse consequences were known by the initial reporter.

Manufacturer narrative:
The reported sticking of the trigger was confirmed by a manufacturer repair technician through functional evaluation. During testing, it was confirmed that no run-on occurred, therefore there was no patient or user safety risk associated with this event. The device was serviced for preventive maintenance and returned to the manufacturer loaner pool.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported by the user facility the trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. No injuries or adverse consequences were known by the initial reporter.